Manufacturer narrative:
Concomitant products: guidewire - unknown make and model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and determined that the drive wire separated from the cable. The basket would not move when the handle was manipulated. The device was returned with the basket fully retracted and clear fluid present in the lumen. The distal end of the catheter had a permanent bend. There was also a slight bend in the handle cannula. Although the handle could move during functional testing, the basket does not advance/retract with handle movement. There was a grinding sound/feeling with handle manipulation. The handle was disassembled and it was noted that the drive wire was separated from the cable. Nesting was noted inside the purple hub. The portion of drive wire cable remaining attached to the handle cannula had nested (bunched up against the handle cannula). For further evaluation of the drive wire cable and basket, the catheter was cut to pull/push the drive wire cable out of the sheath. No discrepancies were noted with the basket. The drive wire cable from inside the sheath has nested. Some solder is still on the handle cannula and drive wire cable at the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use indicate: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. The basket was used for bile duct stone removal. The user inserted the device into the common bile duct over a wire guide. After the basket was opened and closed at the lower bile duct, it would not open with[out] resistance. He replaced it with another lot number of the same device to complete the procedure. There was no reportable information at this time. The device was evaluated on 04/03/2018. It was determined that the drive wire was separated from the cable.